Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The cause of this event cannot be determined; however the user reported a bent cannula of the inset infusion set during a supply change, which had a contributory factor in this event.

Event description:
On (B)(6) 2025, a patient called stating their blood glucose (bg) levels began to rise the night before on (B)(6) 2025 after switching to a 23in 6mm contact detach infusion set at 3 pm on (B)(6) 2025. The patient then changed to a 23in 6mm inset at 9 pm, but bg levels continued to increase. The patient's wife drove the patient to the hospital and where he was treated with 5u of fast-acting insulin and 23u of i.v. Insulin. The patient's bg came back into range. The patient was discharged later in the day on (B)(6) 2025. The patient restarted ilet therapy with a 23in 6mm contact detach and is doing fine.